Event description:
Customer reported inability to charge the pump's battery. There was no reported adverse impact to the customer's blood glucose level. Customer support suggested using a different wall adapter and charging cable, leading to successful pump charging. Replacement tandem wall adapter and charging cable were sent to customer.